Event description:
It was reported that during device's reprocessing, the pump constantly emits overpressure alarm. The issue appeared during the device's reprocessing, and even after changing system and running the program again, the same error message was displayed. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that pump constantly emits overpressure alarm. The problem reported by the customer could be reproduced. The pump's downstream occlusion (dso) sensor was tested and is fully functional but activates outside of specifications. The dso sensor required recalibration. The device underwent a functional and accuracy test to confirm that the reported problem had been resolved. The device will be returned to the customer after confirmation that the reported problem has been resolved and after passing the functional and accuracy tests. If a functional or accuracy test does not meet the specifications or the reported problem has not been resolved, the device will be returned to the technician for further repair.